Manufacturer narrative:
The following devices were also listed in this report: triathlon sym patella s31x9mm; cat# 5550-l-319; lot# leh487. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# upzua. Triathlon ps fem component, cemented; cat# 5515-f-501; lot# nbida. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As per medwatch report: a (B)(6) female admitted (B)(6) 2016 for bilateral total knee replacement for djd. Duration of procedure: 100 min. Pt discharged on (B)(6) 2016. Readmitted (B)(6) 2016. It was (87 days post op) for left knee pain. Returned to operating room for removal of hardware from left knee. Cultures sent-revealed mycobacterium goodii.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review indicated that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. Device history review: indicate devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the investigation concluded that infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
As per medwatch report: a (B)(6) female admitted (B)(6) 2016 for bilateral total knee replacement for djd. Duration of procedure: 100 min. Pt discharged on (B)(6) 2016. Readmitted (B)(6) 2016. It was (87 days post op) for left knee pain. Returned to operating room for removal of hardware from left knee. Cultures sent-revealed mycobacterium goodii.